Event description:
It was not possible to advance the catheter any further into the pt because there was no more usable length. There was no pt injury or complications as a result of the event. Event complications: unknown - reported 10/2/96. Pt's current status: unk - rpt'd 10/2/96.)